Event description:
It was reported that the pt had a loss of therapeutic effect stimulation in the wrong location. Electrodes 10, 11, 12 and 14 had impedances greater than 40,000 ohms. The pt also had nausea induced by stimulation. The pt initially had 2 leads implanted. In november 2010, one of the leads was disconnected (which remains in situ) and a third lead was inserted to cover upper back and arm pain due to disease progression. Due to the loss of therapeutic effect, the pt was in a lot of pain. The device had been reprogrammed by the company rep, but was not successful in covering the area of pain. Xrays were taken and the physician felt as if the lead was in the correct location. The need for surgical revision was reviewed. Add'l info was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the patient had severe banding through her chest wall with all programming throughout lead. The patient continued to experience severe pain and swelling in her right upper extremity area. A revision procedure was performed with placement of a new cervical lead. While on the table, the patient continued extremes with intense stimulation that banded across her chest anytime she moved her head. The patient was able to get coverage into the right upper extremity except movement made it impossible to keep the stimulator on. She also had severe pain in her upper back between the shoulder blades. Post-op the patient was in "excruciating" uncontrolled pain. She noted that her right upper extremity was "on fire". The pt required an overnight stay in the hospital for pain control. The physician wanted to wait until (B)(6) 2011 to turn the device on to let everything "settle down" from the surgery. If add'l info is received, a f/u report will be sent.

Manufacturer narrative:
Pt code: 2091 - not labeled.

Event description:
Additional information received reported that on 07-jun-2011 the patient's neurostimulator was turned on. The patient continued to have an extreme amount of movement artifact with simple flexion or extension of her neck. Reprogramming reduced the severity. The patient no longer had intense painful banding around her chest. Further reprogramming may be required.